Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was programmed to settings indicative of an interrupted system diagnostic test during an office visit on (B)(6) 2010. At the patient¿s last office visit on (B)(6) 2009, an interrupted system diagnostic test occurred and patient¿s device was not interrogated prior to the end of the office visit. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.